Event description:
It was reported by the affiiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip was malformed. The case was completed with another device and with no pt consequence.